Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was connected to a fo iab was unable to produce an ap waveform or ap indices. The customer called the service line needing help with the iabp. They switched out the cardiosave console with another cardiosave unit for therapy. The newest unit had no issue conveying the ap waveform/indices onto the cardiosave screen. It was also noted the patient is also on ecls/ECMO. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d4 (version or model #, catalog #, serial#, unique identifier (UDI) #). Additional customer contact phone: (B)(6). Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : unknown.